Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post-operatively a completed cardiac ablation procedure, fatigue and left-sided paralysis were observed. A thrombus occluded a calcified, atherosclerotic cervical artery, and resulted in a cerebral infarction due to reduced blood flow to the brain. Emergency surgery was performed and a procedure to remove the thrombus was carried out; however, due to severe atherosclerosis and calcification, the neck was surgically opened and the calcified portion was excised. The patient's hospitalization is ongoing. The patient has preserved muscle strength and recovery is expected to be adequate. No further patient complications have been reported as a result of this event.